Manufacturer narrative:
No report of patient involvement. (B)(6). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit would not switch to mechanical ventilation. There was no report of patient involvement.